Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2012. At some point after the procedure, the patient experienced urine leakage. Additionally, on (B)(6) 2012 an ultrasound and CT scan (performed for reasons unknown) revealed a hematoma on the right side of the pelvis which later resolved. The physician opines that the hematoma was caused when he placed the right side needle tip slightly more laterally than usual. Reportedly, the physician is taking a wait-and-see approach with conservative therapy (specifics unknown). No further information is available, the patient is currently being monitored. If additional relevant information is obtained, a supplemental report will be submitted.